Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc) on the left ventricular (lv) lead channel. Technical services (ts) suggested following actions and discussion items to have with the physician. The lead remains in use. No adverse patient effects were reported.